Event description:
It was reported that patient underwent a revision surgery due to anchor migration on (B)(6) of 2019, to remove an anchor which was originally implanted on (B)(6) of 2019.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Device was returned and evaluated by cayenne engineering. Evaluation shows no signs of damage to the anchor. It is possible that surgical technique was not followed, or the patients anatomy have contributed to this event. But the exact root cause of this event cannot be determined. DHR was reviewed and no discrepancies relevant to the reported event were found. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Reference :(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent a revision surgery due to anchor migration on (B)(6) 2019, to remove an anchor which was originally implanted on (B)(6) 2019.